Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. The patient reported to the ER for the issue. No additional information has been provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.